Event description:
It was reported that the pump touch screen was grey. Customer's blood glucose was 50 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.